Manufacturer narrative:
Initial emdr (B)(4) was submitted with incorrect information in occupation 'other health care professional' field. This emdr (B)(4) is being submitted with the corrected information in occupation 'non-healthcare professional' field.

Manufacturer narrative:
Philips identified a software defect in iscv (intellispace cardiovascular) internally wherein referral workflow was not working as expected due to an issue in data migration tool. The issue was identified internally, and the device was not in clinical use at the time of event. Based on the available information, there is no allegation of death or serious injury. The initial report was submitted as an abundance of caution since the iscv risk management matrix was undergoing an update. The risk assessment of the reported issue is performed and concluded that this issue would not be likely to cause or contribute to a death or serious injury if this were to recur and hence this issue is determined as non-reportable.

Event description:
Philips identified a software defect in iscv (intellispace cardiovascular) internally wherein referral workflow was not working as expected due to an issue in data migration tool. The issue was identified internally and the device was not in clinical use at the time of event. Philips is currently updating the risk management matrix for the iscv product. Until this update is complete, and in an abundance of caution, philips is submitting a regulatory report for all iscv (intellispace cardiovascular) product malfunctions alleged in complaint investigations relating to data availability until the update of the risk management matrix is completed.